Event description:
The clinician reports the implant was inserted on (B)(6) 2020 in ada 10. On (B)(6) 2022, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.